Event description:
During a review of the programming history data, high impedance was found to have been present on a system diagnostic test. Attempts have been made for additional information, but no relevant information has been received to date.